Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Concomitant products: 6944-65 lead, implanted: (B)(6) 2002; 4592-53 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular lead pace/sense portion was oversensing noise, there were short v-v counts and non-sustained tachycardia (nst) events with a v-v cycle length of less than 120 milliseconds. A lead integrity alert was triggered. The pace/sense portion of the lead was capped and replaced, and the high voltage portion is still in use. It was also reported that the superior vena cava (svc) transvenous lead was fractured and had insulation damage. The lead was partially explanted and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. Performance data was collected from the device and analyzed with no anomalies found.